Event description:
During the embolization of a middle cerebral artery aneurysm, it was noted that the aneurysm was perforated. It was not stated when the perforation was noted or what action was taken to treat the perforation. Pt assessment modified by ranking scale was "3" pre and post procedure. The event was considered resolved with no residual effects by the physician.

Manufacturer narrative:
Other: for no allegation of product malfunction.